Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history and records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2020-62523.

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens was delivered about three-quarters of the way and then got stuck. One of the haptics also split. The lens was then removed but while it was being removed the patient's iris became detached. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in a bag. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. Yellow solution was observed on the device tip and nozzle exterior. A small amount of reddish colored solution (possibly blood) was observed on the tip exterior. The plunger was advanced to mid-nozzle. The plunger was engaging the trailing optic. The lens was advanced to the fill line. The trailing haptic was folded onto the optic in the optic fold along the plunger groove. The distal area of the trailing haptic was misfolded, looped in front of the plunger tip inside the optic fold. This may have been interpreted as the reported complaint. The leading haptic was extended, located inside the tip. The distal tip of the leading haptic was cut or broken. The broken haptic tip was not returned. The anterior of the nozzle tip was bent downward. The inner coating appears disrupted in the area of the tip damage and directly in front of the cut/broken leading haptic. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was advanced to the fill line. The leading haptic is cut/broken. The trailing haptic was observed to be misfolded, looped across the front of the plunger. This may have been interpreted as part the reported complaint. It is unknown if the misfolded haptic contributed to the reported iris detaching while removing the lens. The root cause for the misfolded, looped trailing haptic cannot be determined. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23°c / 73° f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).